Event description:
The customer reported that they had entered patient info incorrectly and acquired a study. They realized their error and edited the patient info by selecting in workbench "file patient info modification 'last name', first name'. Birth month', birth day', patient ID'. Then the study was transferred to pacs. However, the incorrect patient info still remained on the transferred study in pacs. The customer realized the incorrect patient info remained on the images immediately. The customer notified the pacs administer at the customer site, who performed and saved appropriate changes on the images in pacs before they were interpreted by a physician. There was no report of image misinterpretation or patient mistreatment associated with this event. There was no report of harm to a patient, bystander or trained professional. There was no report of any rescan or radiopharmaceutical reinjection because of this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).